Event description:
It was reported by the patient that all lights were blinking in spite of resetting power cord. No patient complications were reported as a result of this event.

Event description:
It was reported by the patient that all of the indicator lights on the remote monitor began to blink at once. Attempts to reset the monitor were unsuccessful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - the remote monitor was returned for analysis. Visual and functional analysis was completed and all light-emitting (B)(4) flash when the monitor is powered on. Further review prompted a change in the device analysis results. The change is reflected in this report. Further review prompted a change in the device analysis results. The change is reflected in this report under section.